Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing found a defective on/off button. After investigation the results indicated a reportable malfunction due to the damaged dso seal and the defective button. The manufacturer representative replaced the dso seal and the on/off button.

Event description:
It was reported that the pump did not start anymore. The customer returned the product for not starting anymore, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged, and the on/off button was not functional. There was unknown patient involvement.